Manufacturer narrative:
The associated genesis ii biconvex patellar component, journey tibial baseplate, journey ii bcs femoral component and journey ii articular insert were not returned for evaluation. However, device details were provided. Thus, a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no prior complaints for the listed batch with the same failure mode. Our investigation noted that these devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical analysis noted that no clinical documents were provided. Therefore, no thorough clinical assessment of the reported issue can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. If the product associated with this event is returned at a future date, the evaluation will be reopened for investigation. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that revision surgery was performed due to an infection. The cause of the infection is unknown. The insert was replaced to a new one.